Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a calcific lesion of the left external iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface. Initially the left groin was used for access but for an unknown reason the left groin was subsequently repaired and patched. The right groin was then accessed to advance the device in an up and over the aortic bifurcation technique. There was already a pre-existing stent in the common iliac artery and the left external iliac artery, but the calcific area was distal, so the intent was to deploy another stent distally to cover the calcium. The device was advanced through a 9fr brite tip sheath. The sheath could only be advanced in a slight angle over the aortic bifurcation. The physician was advised that the sheath should be all the way up and over in order to prevent any damage. The physician decided that since the balloon tracked ok, that he would try advancing the stent outside the sheath also. The device was advanced up and over, however it would not advance past the distal end of the external iliac artery to the target treatment area. Multiple wire exchanges using push and pull techniques were performed, but it was noted that the radiopaque marker was not in the usual position at the distal end of the delivery catheter. The physician was advised to stop, which he did and it was determined that the stent had become compressed by the sheath on the delivery catheter. An attempt to remove the device by withdrawing it back into the sheath was made, but this could not be accomplished. The physician was then advised to pull the sheath and undeployed device out together. The sheath and device were partially removed when the stent became stuck on its way out of the artery, necessitating a cut-down. The stent and delivery catheter were cut and removed, but during this action the deployment line was unintentionally pulled which deployed the stent halfway in and out of the artery. Forceps were used to remove the stent in one piece and the patient's artery was repaired successfully. Following the procedure the physician stated he should have made sure the sheath was advanced far enough and that the pushing and pulling technique caused damage to the stent delivery system. He also acknowledged that the deployment line was accidentally pulled while trying to remove the stent. The patient had no further complications.

Manufacturer narrative:
Section c1: name: cbas® heparin surface manufacturer/compounder: w. L. Gore & associates, inc. Lot number 21848925 additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H.6. Results code 2: 213: the engineering evaluation stated the following: the following observations were made: the entire device was returned with an introducer sheath and guidewire. Neither the introducer sheath nor guidewire were evaluated because they are not gore products. The deployment line was still taut within the hub. There was approximately 67 cm of deployment line coming out of the transition with a 6.5 cm single fiber at the end of the deployment line. The distal shaft, upon which the endoprosthesis was mounted, was returned in two sections. One section included the distal tip and was approximately 8 cm long and the other section was attached to the transition and measured approximately 3.5 cm. The endoprosthesis was fully expanded and had body delamination approximately 3.5 cm from the scalloped cut end of the endoprosthesis. The remainder of the device was unremarkable. Engineering evaluation conclusion is inconclusive as it relates to the event description. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient was undergoing treatment of a calcific lesion of the left external iliac artery with a gore® viabahn® endoprosthesis with propaten bioactive surface. Initially the left groin was used for access but for an unknown reason the left groin was subsequently repaired and patched. The right groin was then accessed to advance the device in an up and over the aortic bifurcation technique. There was already a pre-existing stent in the common iliac artery and the left external iliac artery, but the calcific area was distal, so the intent was to deploy another stent distally to cover the calcium. The device was advanced through a 9fr brite tip sheath. The sheath could only be advanced in a slight angle over the aortic bifurcation. The physician was advised that the sheath should be all the way up and over in order to prevent any damage. The physician decided that since the balloon tracked ok, that he would try advancing the stent outside the sheath also. The device was advanced up and over, however it would not advance past the distal end of the external iliac artery to the target treatment area. Multiple wire exchanges using push and pull techniques were performed, but it was noted that the radiopaque marker was not in the usual position at the distal end of the delivery catheter. The physician was advised to stop, which he did and it was determined that the stent had become compressed by the sheath on the delivery catheter. An attempt to remove the device by withdrawing it back into the sheath was made, but this could not be accomplished. The physician was then advised to pull the sheath and undeployed device out together. The sheath and device were partially removed when the stent became stuck on its way out of the artery, necessitating a cut-down. The stent and delivery catheter were cut and removed, but during this action the deployment line was unintentionally pulled which deployed the stent halfway in and out of the artery. Forceps were used to remove the stent in one piece and the patient's artery was repaired successfully. Following the procedure the physician stated he should have made sure the sheath was advanced far enough and that the pushing and pulling technique caused damage to the stent delivery system. He also acknowledged that the deployment line was accidentally pulled while trying to remove the stent.